Event description:
It was reported that when using the bd pyxis¿ es server, multiple medications did not populate for multiple patients on multiple stations. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the system multiple medications were not populating for multiple patients on multiple stations. A technical support specialist (tss) checked the server and confirmed all carefusion coordination engine (cce) communications were in order. Further, the tss discovered the net.msg.listener adapter service was stopped, restarted it. The system functioned as intended after the technical support specialist troubleshot the device.